Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found a tear in the rinse station tubing. He replaced the damaged tube, performed checks and decontaminations, and performed adjustments. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine results for 1 patient sample on a cobas 8000 c702 module. The initial result was 2.270 mg/dl. The repeated results were 0.640 mg/dl and 0.72 mg/dl. This result was believed to be correct.